Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the suture popped off the needle. The device was used in patient. There was no patient injury. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one product opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. The returned sample was found not to meet quality release specifications after application in the clinical setting due to the received disengaged needle. The probable root cause was determined to be excessive tensile stress applied to the suture. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending.